Manufacturer narrative:
No medical images have been made available to the manufacturer and no records were provided or reviewed. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during port device removal, the port chamber was removed and the port catheter allegedly remained in the patient. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one MRI port with cath-lock and small segment of catheter were returned for evaluation. Visual and microscopic inspection noted a complete circumferential break under the cath-lock; the break appears jagged. Therefore, the investigation is confirmed for catheter break at stem. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that during port device removal, the port chamber was removed and the port catheter allegedly remained in the patient. It was further reported that the physician has not planned to remove the remaining piece of catheter. The patient status is unknown at this time.